Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 5.1 became stuck and did not operate as expected. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that main drawer 5.1 (half-height cubie) would not open fully and stopped at row c. Prior to closing the drawer, the fse applied additional force, allowing the drawer to slide open completely. The hardware testing application was opened, and the drawer was unlocked; however, when opening, the drawer continued to hang at the point where the slides attempted to extend. Repeatedly opening and closing the drawer loosened the slides, and normal operation was restored. Prior to closing the drawer, the fse applied additional force, allowing the drawer to slide open completely. The hardware testing application was opened, and the drawer was unlocked; however, when opening the fse rebooted the station and cleaned the electronics drawer and the area around the communication sled and power supply. The fse checked for medications, cleaned debris from the bottom edge of the back panel, and reseated the bus cable connections on all drawers. All cables were inspected for physical damage, and none was found. Eset 11 and rss 4.12 were confirmed as installed. The drawer was tested in the hardware testing application, and all tests passed. The customer verified proper operation in the application. The system functioned as intended after the field service engineer repaired the device.